Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the mobile power unit was found with a broken battery door next to the screw. The black connector of the patient cable was damaged on the thread and the patient cable was very dirty and impossible to clean.

Event description:
It was reported that the device was returned for maintenance and was no longer used. It was not known if any patient's were involved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged battery door, damaged patient cable connector, and dirty cable, was confirmed. The unit was sent to the edc service center for preventive maintenance, where the mobile power unit ((B)(6)) was evaluated. The battery door, red strap battery holder, and patient cable were replaced. All functional tests passed and the unit operated as intended. The damaged battery door and connector and cable discoloration did not affect the functionality of the unit. A root cause for the reported event cannot conclusively be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Setup and use of the mobile power unit (mpu) with the heartmate ii lvas system are documented in the heartmate ii lvas patient handbook with mpu and heartmate ii lvas IFU with mpu. No further information was provided. The manufacturer is closing the file on this event.